Event description:
Patient was successfully extubated and the ventilator was placed in stand-by mode. Decision was made to reintubate the patient for transport to another facility. Attempted to place patient on vent from stand-by mode. Audible leak noted from around exhalation valve area. Visual check confirmed ventilator putting out inspiratory volume but no exhaled volume returned. Physical inspection of patient revealed no chest expansion or breath sounds. Patient removed from ventilator and attempted to perform leak test on vent. Vent failed test. Circuit, exhalation valve, and flow sensor removed and replaced with new. Vent failed leak and system checks. Vent pulled from sevice and sent to biomed.